Event description:
Boston scientific, crm received information that this ra pacing lead was explanted. The lead had dislodged and there were stability issues with the lead. A non-guidant j-shaped lead was then implanted in the ra. No adverse patient effects were reported.